Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography procedure, a lithotriptor was utilized to crush biliary stones. The device crushed one stone, but during an attempt to crush a second stone, the device reportedly "popped" and the basket no longer functioned. The user facility did not attempt to crush the second and alternatively elected to implant a stent inside of the pt to assist the drainage of bile. The pt was reportedly fine and a follow-up procedure was scheduled.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the proximal tube sheath would not move when the knob on the slider or handle was employed. The tube sheath was found detached on the proximal end in the slider. A compression kink was noted on the distal end of the coil sheath as well as on the proximal end of the tube sheath where the tube sheath detached. The cause of the user's experience was attributed to excessive force applied to the device causing the tube sheath to detach at the proximal end. The device was recovered and sent to the original equipment manufacturer for further investigation. If significant additional info becomes available, supplemental report will be provided. This report is being filed as an MDR in an abundance of caution.